Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4059064. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum becomes damaged. The following information was provided by the initial reporter, translated from chinese to english: q-syte joints consistently show silicone dents; during use. Whether the user has been exposed to hazardous materials, blood or body fluids: yes (B)(6) 2024 on the 2nd to 3rd day of use, the silica gel will sink and deform during use. The same batch appeared in both hematology and pediatrics.